Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/17/2017, the reporter contacted animas and reported that on (B)(6) 2017, the patient experienced a blood glucose of 400mg/dl with unspecified ketones, and symptoms of dehydration, associated with a remaining insulin reading issue. Reportedly, the patient discontinued pump therapy and received treatment of intravenous fluids in the hospital. During troubleshooting with customer technical support (cts), it was alleged by the reporter that the remaining insulin reading was showing more than 20 units of insulin less than what was in the cartridge. This was noticed at the beginning of cartridge use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a remaining insulin reading issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2017 with the following findings: a review of the black box showed a replace battery alarm on (B)(6) 2017. The pump was powered back on and the time and date was set incorrectly to (B)(6) 2017/ on (B)(6) 2017 a replace cartridge alarm was recorded. The black box showed zero units remaining at the time of the alarm. The deliveries were resumed and a manual date and time change was made from (B)(6) 2017 to (B)(6) 2017. The last basal delivery was on (B)(6) 2017. The review of total daily doses added up correctly and reflected the user¿s programmed basal rates. No debris was found in the cartridge compartment. The pump was returned and the keypad was responsive due to contamination under the button contacts. Further investigation was unable to be performed sue to the unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that on (B)(6) 2017, the patient experienced a blood glucose of 400mg/dl with unspecified ketones, and symptoms of dehydration, associated with a remaining insulin reading issue. Reportedly, the patient discontinued pump therapy and was hospitalized and received treatment of intravenous fluids and unspecified treatment. During troubleshooting with customer technical support, it was revealed that the cartridge was reading more than 20 units less than what was in the cartridge. This malfunction is being ruled out based on the following: this complaint is not being reported because pump will alarm prior to a low cartridge. The alleged issue said to be an annoyance or inconvenience. It was revealed that an empty cartridge alarm was emitted and not acknowledged by the user causing the pump to stop delivering insulin. At the time of the alarm, there was 130 units of insulin remaining in the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in not adequately responding to an empty cartridge alarm.